Event description:
It was reported that during a novasure endometrial ablation, the physician was having some difficulty placing the electrode array in a patient with an anteverted uterus. With some "gentle manipulation, there was a sudden pop as the device opened." The physician then removed the device due to the patient's "increased pain." A hysteroscopy could not be performed as distention was lost. The physician suspected a perforation and aborted the procedure. No intervention was required and the patient was discharged home. Additionally, the physician reported the patient is "doing fine." A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when the suspected perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).